Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber was not returned; it was not possible to perform a failure analysis on the fiber. Fiber card analysis: 346,440 joules; the fiber card is expired ¿ soft joule limit has been reached. Probable root cause: no fiber was returned for analysis therefore no probable root cause could be determined; we were unable to confirm the reported complaint.

Event description:
It was reported that constant standby mode was observed with the first fiber @ 4:44 minutes of use. 37,285 joules used. The fiber was exchanged and the second fiber ¿inner core began rotating inside the fiber, excessive standby mode¿ @ 35:27 minutes of use. 346,447 joules used. The physician ¿converted to turp to complete the case successfully". "No patient injury occurred¿ reported. This event is for the second fiber used.